Manufacturer narrative:
(B)(4). Per the fsr: the perfusionist (ccp) was informed of the issue but may not have it repaired due to cleaning concerns. The unit needs cleaning, but otherwise conforms to manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the cardioplegia (cpg) pump on the cooler heater unit would not pump at low and medium speed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) found that the cardioplegia (cpg) relay printed circuit board assembly (pcba) was defective. Per follow-up with the field service representative (fsr): the customer has decided not to have the cpg pump issue repaired at this time. The unit has been taken out of service at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.